Manufacturer narrative:
(B)(4).

Event description:
It was reported that decreased sensing was observed which was suspected to have occurred due to lead dislodgement. The lead was explanted. The patient was unaffected by the event.